Event description:
The customer obtained a reproducible false positive vitros tsh outlier on a patient sample. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The tsh patient result was reported to the clinician, however, there was no report of patient harm as a result of this event. Note: there are two 3500a forms being submitted for this event as two devices are involved. The 3500a forms are exactly alike with exception of the MFR#. The other MFR# is 9680658-2008-00366. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The root cause for the unexpected tsh result is unknown. Two different samples were drawn from the same patient. The samples produced discordant, reproducible tsh results. One of the two samples gave falsely elevated tsh results. The sample in question was drawn from an IV line. Expected tsh results were obtained from the sample drawn directly from the vein. The root cause of the event is attributed to the specific sample in question. No malfunction of the device occurred. It is likely that a sample interferent, related to the method the sample was draw, was present although this could not be confirmed.